Event description:
Caller reported that the tandem mobi pump battery would not charge despite using the tandem charging pad and ensuring all logos were aligned properly. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement tandem mobi wall adapter, charging cable, and charging pad via two-day shipping, and advised the customer to use manual daily injections if the pump battery depleted before the replacement arrived.